Event description:
It was reported that zimmer electric dermatome tears skin during taking transplantation. Customer f/u communication indicated no injury/harm to patient, no add'l graft harvesting, and no delay due to availability of add'l device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.